Event description:
Following the reported information, the maxi move floor lift tipped sideways during the transfer of the patient from bed to the wheelchair. This occurred when one of the two personal support workers (psws) guiding resident legs and pushing on sling with one hand and the second guiding the lift. The brakes were released and the lift's legs were in closed position during the event. No injury was claimed.

Manufacturer narrative:
The inspection of the involved maxi move lift did not reveal any device failure that could contribute to the reported tipping. The functional test confirmed that the lift was operating correctly. The similar incident occurred twice in the same facility with the same facility staff and resident- another event is registered under report no. 9681684-2024-00075. The investigation revealed that pushing the sling during repositioning can disrupt the balance and stability of the lift. When the sling with the resident is pulled, the center of gravity shifts. If the force is strong enough, it can cause the lift to lose its stability and tip over. The instructions for use dedicated to maxi move (001.25060.en rev.19) warn: "do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the resident as this can cause the lift to topple over, and cause injuries. Always use the manoeuvring handle when displacing the lift." In summary, initial training was conducted to instruct staff on the correct use of the device to prevent similar incidents in the future. Additional training session is planned. Arjo device failed to meet its performance specification since the lift tipped over. The device was used to transfer the resident when the event occurred. The complaint decided to be reportable due to the lift tipping sideways.